Manufacturer narrative:
.

Event description:
The international customer reported that while the v60 was connected to ac power it alarmed "running on internal battery". There was no patient involvement.